Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). They were having issues with insufflation inside tunnel and swapped out the hemopro which seemed to solve problem. No patient was harmed. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25151667 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). Corrected section: h-3: if other provide code -explain: corrected from "device not returned" to "device discarded" h3 other text : device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). They were having issues with insufflation inside tunnel and swapped out the hemopro which seemed to solve problem. No patient was harmed. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). They were having issues with insufflation inside tunnel and swapped out the hemopro which seemed to solve problem. No patient was harmed. The hospital did not report any patient effects.